Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 01/12/07; inratio 0.8, 2.9; lab: 2.3, 2.1. Caller alleged imprecision with inratio meter. Results as follows: first test inr = 2.9, second test inr = 0.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 01/12/07; inratio 0.8, 2.9; lab 2.3, 2.1; mean: 1.55, 2.5; confidence limits 1.2-2.3, 1.6-3.4. Per internal procedure the mean of the inratio meter and comparative system inr were calculated. For the first set of data, the inratio value was outside the confidence limits for inr testing. Products will be tested. For the second set of data, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. In-house retains strips lot 060452 were tested using therapeutic blood from two donors. The acceptance criteria is as follows: if the mla inr is less than 2.0, then the allowable difference between the inratio inrs and the mla inr shall be +/- 0.5. Based on the test results, retained lot 060452 meets the criteria for strip accuracy.